Event description:
Customer stated their front teeth are hitting each other and back teeth not touching due to the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted. The product was confirmed to have been released meeting all specifications.